Event description:
Pt was implanted with 3.5mm lcp olecranon plate and screws 2 weeks prior to the revision surgery in (B)(6) 2012 for an elbow fracture. Pt was returned to the operating room on (B)(6) 2012 for removal of hardware. The plate bent as a result of pt's fall post-operative. Surgeon removed all hardware and pt was revised to new hole olecranon plate and screws.

Manufacturer narrative:
The manufacturing records were reviewed and no complaint related issues were found. The investigation could not be completed, no conclusion could be drawn, as no product was received.